Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the patient experienced a cardiac perforation from the right ventricular (rv) lead and pericardial effusion which was confirmed by echocardiography. Possible placement difficulty was noted. When the physician turned the body slowly three to four times while counting, it appeared that the lead had rotated approximately three times in the magnified image. When the physician finished three rotations, the patient felt a sensation of "petit" on his hand and the perforation was confirmed by contrast imaging from the catheter. A pericardial puncture was performed. The lead was attempted/not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the delivery catheter was returned without the dilator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.